Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to lead fracture, implanted from a right sided access. A (B)(6) lead locking device (lld) was inserted into the lead to provide traction. Multiple (B)(6) devices (14f glidelight laser sheath, 13f tightrail sub-c rotating dilator sheath) were used to attempt removal of the lead, but advancement could be made only to the area of the clavicle. At that time, the decision was made to utilize a cook medical evolution dilator sheath to attempt further advancement, and progress was made to the innominate/superior vena cava (svc) region. However at that time, even though the patient's blood pressure remained stable, an effusion was detected. Rescue efforts began, including sternotomy. An in nominate/svc perforation was discovered and repaired, and the patient survived the procedure. No (B)(6) devices had advanced to the area of injury. (B)(6) is not the manufacturer nor importer of the evolution dilator sheath. The manufacturer of this device is cook medical. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).